Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or product defect could have contributed to the reported failure to deliver insulin and the patient's hospitalization. No product lot number was reported therefore no qualification record review was possible. The omnipod user guide warns to "check your blood glucose about two hours after each pod change," and advises "when you routinely check your blood glucose level, you can identify and treat high or low blood glucose before it becomes a problem. Check your blood glucose (bg) at least 4 to 6 times a day: when you wake up, before every meal, and before going to bed."

Event description:
The patient reported that she activated the pod in the morning and then went to sleep as she works nights. She woke up that night incoherent and unable to check her blood glucose. She went back to sleep and was found unconscious by a family member. She was taken to the hospital and admitted to the intensive care unit. Three days later she removed the insulin from the pod and stated that none had been used. She was driving when she called and could not report any bg or treatment history. She did not respond to messages left asking her to call back.